Manufacturer narrative:
Aisys cs2 anesthesia devices and upgraded aisys anesthesia devices deliver a momentary, self-correcting increase of the anesthetic agent, affecting the inhaled and exhaled concentrations for a short time, upon either of the following setting changes: a fresh gas setting change from 95%-25% oxygen to only air (21% oxygen). Any total flow setting change while using 21% oxygen (air only). Delivery of this momentary bolus of anesthetic agent is potentially hazardous because it could lead to hypotension in certain vulnerable pediatric patients when 21% oxygen (air only) is used. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on (B)(6) 2015. The gehc internal field modification number is (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that agent output was intermittently higher than expected. There was no report of patient involvement.